Event description:
Information was received indicating that during the use of a smiths medical cadd legacy pump, high pressure alert was displayed on the pump. It was reported that the patient changed out tubing and no tangle or occlusion was visible but noted that the cassette had a small air bubble. It was suspected that the pump was detecting occlusion downstream. No patient consequences were reported. No adverse effects were reported.